Event description:
Repeated seroma resulting in implant removal and replacement under duress. On (B)(6) implants placed after double mastectomy. On (B)(6) 2019 had pronounced swelling rt breast. On (B)(6) 2019 radiologist with sonogram drained 250 cc yellow fluid and tested no cd-30. On (B)(6) 2019 swelling returned larger. On (B)(6) 2019 radiologist drained 410 cc same appearance. Tested- no cd-30; on (B)(6) 2019 swelling returned. On (B)(6) 2019 radiologist drained "for comfort." Not tested for cd-30. On (B)(6) 2019 surgery to remove textured implants and capsules. Liquid tested and found 6% cd-30. Tissue tested and found to be granuloma. New implants received, allergan natrelle inspira cohesive scx 750 (l) and scx 800 (r). "Sigbic" photographs of explanted textured implants and capsule show implants with areas of missing texture especially on right side. No MFR warranty claim processed by hospital for cd-30 + or procedures to remove fluid. Billing codes do not reflect exchange of implants under duress for surgery.